Event description:
It was reported that following a diagnostic aorto-iliac-femoral angiogram with runoff (aif) procedure, a 6f angio-seal vip was deployed in the left femoral arteriotomy (lfa). While in recovery, the pt lost distal pulses and was taken to surgery. The pt underwent an aorto-bifemoral bypass graft placement. The angio-seal was removed. The pt developed complications following surgery and 24 hours later, went back to surgery for a colon resection, developed complications and expired. The pt was given heparin, dose unk, during both surgical procedures.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.